Manufacturer narrative:
No additional diagnostic/functional testing was performed by philips. The customer indicated that the speaker was defective and a replacement needed to be ordered. A material only shipment was made to replace the speaker. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed based on the information available and results of additional analysis, no further action is necessary at this time. The customer ordered a replacement speaker to resolve the issue. The customer has assumed the repair responsibility. Philips is in the process of obtaining information if there was still sound present with the device in standalone mode. A final report will be submitted once the investigation is complete. E1: reporting institution phone#: (B)(6). E1: reporter phone#: (B)(6).

Event description:
It was reported the intellivue x3 patient monitor was presented with a speaker malfunction error message. A good faith effort attempt is being performed to confirm if there was still sound present at the device. The device was not in use on a patient and there was patient or user harm reported.

Manufacturer narrative:
A good faith effort was performed to confirm if there was still sound present at the device but was unsuccessful. The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse) who found that the speaker was defective. A replacement speaker was provided to the customer. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed the customer was provided with a replacement speaker to resolve the issue. The customer has assumed the repair responsibility.